Event description:
A customer reported a cartridge alarm 20 while using their insulin pump. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump and advised the customer about the updated software associated with the replacement. The customer was instructed on storage mode procedures and agreed to return the problematic pump using the provided return box and pre-paid label.